Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Discarded by hospital.

Event description:
A 3.5 cortical screw broke during primary surgery.